Event description:
It was reported that an integrity rapid exchange (rx) bare metal stent was used off label to hold a lead in place inside the artery. The artery subsequently developed an infection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (infection); (limited information provided-unable to confirm event); (unapproved use of the device) - the integrity stent is indicated for treatment of lesions located in the coronary arteries. Use of the stent to anchor a lead inside the coronary vessel constitutes off-label use of the device. Evaluation: conclusion: known inherent risk of procedure (infection). (B)(4).